Event description:
It was reported that the device was explanted due to not normal battery depletion and "connections."

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.